Manufacturer narrative:
The technician found the set screw on the caster was turned all of the way down and damaged the caster. The technician replaced the caster to repair the bed.

Event description:
Info received indicates the brake/steer caster will not roll.